Manufacturer narrative:
Follow-up 06/17/2016: customer reported that they saw their health care provider 3 days ago and settings adjustments were made to the pump. Reportedly, customer's bg levels have remained stable since that time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels (40s-high 200s mg/dl) since (B)(6) 2016. Customer administered correction boluses to treat the elevated bg levels, and consumed glucose to treat the low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.